Event description:
Pt reported a hypoglycemic event in which they were treated at a hosp with an IV drip (pt's blood glucose was 22 mg/dl). Pt also reported a hyperglycemic event in which they passed out (was in coma), and was taken to hosp (pt's blood glucose was 500 mg/dl) - treatment received was not specified.